Event description:
The customer contacted stryker to report that their device unexpected shutdown after each shock. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpected shutdown after each shock. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. The device passed functional and performance testing and was scrapped per the customer's request. The cause of the reported issue could not be determined.